Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was leaking at quick release event on (B)(6) 2024. The infusion set has been used for two days. No further information was available.